Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed that reported problems. After reviewing log, fse found the reported malfunction. Upon troubleshooting, fse confirmed that a hospital power issue caused ups problems. To resolve the problem, the ups issue was resolved by resetting breakers. After resetting the breakers of the ups, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.